Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment. The patient presented with recurrent stress urinary incontinence for which she underwent conservative radiofrequency bladder neck suspension, her incontinence recurred. The patient then underwent sling retropubic colposuspension and cystourethroscopy under spinal with sedation anesthesia by dr. (B)(6). Sharp dissection was used to separate the ureteropelvic ligament from the pubic bone on both the right and left side. The tape sling was identified and was removed. Proximal dissection was done to mobilize the vaginal mucosa from the pubocervical fascia and the previously placed pelvicol. The pelvicol had supported the cystocele repair very well. However, the pelvicol previously was attached to the obturator internist fascia. The apex of the vagina anteriorly along the cuff was not well supported by the previously placed pelvicol. For this reason, further and more extensive dissection was done along the vaginal cuff extending beyond the cuff. A midline plication of the remaining pubocervical fascia and the previously placed pelvicol was done to plicate the cystocele. The previously placed pelvicol had been well replaced by remodeled tissue. A capio suturing device was used to place a suture in the arcus tendinis of the levator fascia at the point of insertion on the ischial spine. Every effort was made to place the suture in a lateral cephalad direction to remove bullet. The suture was broken, and the bullet remained in the position. Therefore the patient has a capio suturing bullet in the ischial spine on the left side. A 4 cm by 7-cm segment of pelvicol was used as a hammock by being placed transversely at the apex of the vagina. The material was sutured to the arcus tendinis of the levator fascia on both the right and left side. The distal segment of the pelvicol was attached to the remnant of the pubocervical fascia using interrupted 3-0 polysorb sutures. The polysorb edge was attached to the vaginal cuff using interrupted 2-0 polysorb sutures. When this was completed, a vaginal pack was placed and a suprapubic incision was made. The previous scar tissue from the drainage of the pelvis had formed a large dimple in the suprapubic area. A complete excision of the previous scar tissue was done. A transverse incision approximately 12 cm in length was made. The previous scar tissue was removed. The scar tissue was intense along the anterior abdominal wall. This was removed down to the anterior rectus fascia. A transverse incision was made approximately 3 cm cephalad to the symphysis pubis. The rectus fascia was sharply cut away from the rectus fascia. This was done above and below the transverse incision in the rectus fascia, which was approximately 8 cm in length. A balfour retractor was placed to retract the rectus muscles. The scar tissue was intense in the prevesical space. A sharp dissection was done to separate the bladder from the attachments to the symphysis pubis. Extensive dissection was done to separate the bladder from the pubic bone down to the urethra. Using a finger in the vagina through the openings of the lateral dissection that was previously done, the suprapubic ureterolysis was accomplished. When the suprapubic ureterolysis was completed, the incision was left open and additional work was done on the vagina. It was elected at this point to use a 2 cm by 7 cm repliform pubovaginal sling. The repliform was prepared and 0 maxon sutures were placed in a spiral configuration. Over the symphysis pubis, a 3 mm incision was made approximately 3 cm lateral to the midline on both the right and left side. A stamey ligature carrier was passed from the suprapubic area through the fascia of the rectus abdominis and under direct finger guidance, the needle was passed through the retropubic space into the vagina on both the right and the left side. The 2 cm x 7 cm repliform sling was pulled into position with the center of the sling located in the midline of the urethra. Interrupted 3-0 polysorb sutures were used to attach the sling to the periurethral fascia distally and the pubocervical fascia proximally. When the sling material was in position, the vaginal incision was closed using interrupted 2-0 vicryl sutures. (B)(6) 2006 removal of foreign body from vagina. The foreign body identified (an annular piece of synthetic white material), mesh from vaginal sling excision: fibromuscular tissue with foreign body giant cell reaction (two pieces of synthetic mesh material), and abdominal scar tissue excision: hypertrophic scar. The patient¿s post-operative condition presented with mixed urinary in continence. Planned for pubovaginal sling with tutoplast. On (B)(6) 2007: she is assessed with intrinsic sphincter deficiency.